Manufacturer narrative:
(B)(4) review of pre-implant cta¿s revealed that the patient had a 5.5cm max diameter infrarenal aaa which contained significant thrombus (2 ¿ 4cm flow lumen diameter). The proximal neck diameter was ¿21mm, and the max infrarenal angulation was 55deg a-p. Both common iliac arteries were aneurysmal, calcified, and contained thrombus. The right common iliac artery was 3cm maximum (14mm flow lumen), and the left common iliac artery was 3cm (14mm flow lumen). The right external iliac artery measured 10mm and the left external iliac artery diameter measured 10 ¿ 12mm; both externals were moderately tortuous. The cause of the stent graft occlusion could not be determined from the images provided. Images at implant and post-implant were not available for return, and the reported occlusion and blood flow dynamics could not be assessed from the CT¿s provided. Unknown if stent graft related. This may have been caused by a patient condition: pre-implant thrombus, poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6cm in diameter abdominal aortic aneurysm. It was reported that the patient presented with lower extremity complaints. A CT scan found that the stent graft was occluded. The physician decided to implant covered stents to reline the stent graft after failed attempts to perform a thrombectomy. The secondary intervention was successfully, reestablishing flow through the stent graft. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.